Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The date of the event is unk. It was reported that at an unspecified time, apparent back check valve failure occurred which allowed secondary fluid to flow up into the primary container. No pt harm was reported. No other details of pt or event were available.